Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm and damage on the insulin pump. Customer's blood glucose level was 284 mg/dl. Customer advised the reservoir was not communicating with the insulin pump. Customer had a few issues with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump model and serial number was verify and matched properly with the pump. Unable to verify the motor error alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating current tests due to the broken off end cap. A water liquid reservoir was inserted inside the pump reservoir and it locked in place properly. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot. The motor was tested outside of the device and it passed the motor test.